Event description:
Vapor phase humidifier discovered emitting sparks and flames while in use on an intubated pt. Although the device overheated, it failed to shut off. The pt was removed from 100% oxygen via ventilator and ambued.